Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. The same day as the event onset, the patient was hospitalized for the event. The patient was discharged from the hospital two days after hospital admission. Treatment for the event and action taken with pd therapy were unknown. At the time of this report, the patient has recovered with sequelae. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.